Event description:
It was reported that the remaining battery longevity was overestimated. The programmer software version was unknown at the most recent estimated remaining voltage measurement. The device was explanted and replaced prior to reaching elective replacement indicator (eri) voltage level. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.